Event description:
It was reported that an explant of this right atrial (ra) lead took place due to an x-ray showing that the helix of the lead was retracted. The lead was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that an explant of this right atrial (ra) lead took place due to an x-ray showing that the helix of the lead was retracted. The lead was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test showed blockage encountered approximately 205 mm from the terminal end, as well as dried blood was noted in the terminal pin opening. A clean stylet was inserted up the blockage and moved around, when removed, dried blood/body fluid was noted on the stylet tip. It was noted that typical surgery-related damage was noted. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not provide conclusion if the lead was inadvertently implanted with a retracted helix, or if the helix retracted on its own, while implanted.